Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing loss of capture due to left ventricular lead dislodgement. Lead revision was performed, and it was discovered that the lead had been pulled back to the coronary sinus. Lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.